Manufacturer narrative:
The device as not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returning.

Event description:
It was reported that the patient was having discomfort. The implant was removed. Patient will return for new implant placement. Tooth location 19.